Event description:
It was reported that a chair belt sensor is not alerting the alarm. No pt injury reported.

Manufacturer narrative:
Eval: results: (other) - intermittent alarm due to wire strand is broken off of the buckle.